Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent femoral intertrochanteric osteosynthesis for a femoral trochanteric fracture with the products in question. The postoperative course was good until the head of the bone was found to have fallen outward on an exam, but the blade had not yet been perforated. Perforation of the osteophyte of the blade was confirmed during examination on (B)(6) 2022. The implants needed to be replaced with a tha due to perforation of the femoral head. Re-operation was scheduled for (B)(6) 2022. The removal was completed successfully. The surgeon commented ¿no choice due to osteoporosis. The cement could have been putted. I placed the blade too close to the inside¿. No further information is available. This report involves one tfna fenestrated helical blade 85mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: only the event year is known. Additional device product codes: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) hospital. Part #04.038.385s, lot #820p374, manufacturing site: (B)(4), release to warehouse date: 10 may 2022, expiration date: 01 may 2032, supplier: synthes USA hq, inc. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.